Event description:
The surgeon inserted a 12.5 mm, icm125v4 implantable collamer lens in 2006. The lens was removed in 2006 due to excessive vault, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter length icl.

Manufacturer narrative:
H6: evaluation codes: method 86-(other) a work order search was performed for the lens. Results-100 (other): visual inspection of the returned product showed that one lens haptic was torn. A lens work order search was performed and no similar complaint was found within the search. Conclusion-67 (no conclusion can be drawn): based on the complaint history, work rder search and evaluation of the returne dproduct, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.